Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. One undersensed beat was observed in stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.